Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due a protruded drive support disk. The insulin pump had minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer's insulin pump alarmed and was stuck in the rewind mode. It was stated that the device was dropped. Troubleshooting was performed, and the drive support cap was protruded. No further information was provided.